Manufacturer narrative:
The balloon of a 6/7f mynxgrip device was not working. There was no reported patient injury. Multiple attempts were made without success to obtain additional details of the reported event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the outer cartridge tubing. The advancer tube was on the catheter shaft, properly engaged to proximal tamp lock. The sealant was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck was revealed. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
The balloon of a 6/7f mynxgrip device was not working. Visual inspection at high magnification of the returned device revealed a radial tear in the balloon of the returned device, approximately 4 mm from the balloon proximal neck. There was no reported patient injury. Multiple attempts were made without success to obtain additional details of the reported event.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. No additional information is available and no further reports will be forthcoming.